Event description:
Patient fell 2 times within a 5 week post-op time period. The doctor is unsure it the trapezium is fractured or if the implant is dislocated. The recommendation is to revise to a larger implant size and/or deepen the cup in the trapezium where the implant sits. Revision surgery is pending scheduling.

Manufacturer narrative:
Manufacturing data on this lot was reviewed. No issues were identified that may have caused or contributed to this event. The device may or may not be returned depending on revision surgery. If it is returned, an analysis will be performed on the device. The 510k reference is for the cmc implant. The product code is for an mcp implant. The prox implant of the mcp is the same device for the cmc (catalog code of phs) and can be used interchangeably.